Event description:
Pt undergoing colonoscopy with colonic dilator. Colonic dilator tore during procedure. Water leaked out of balloon dilator. No injury to pt. The dilator was removed in its entirety.